Manufacturer narrative:
The device was received for sample evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed the reported condition of a collapsed septum. A complete slit was observed on the septum. The reported issue was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink had a collapsed at the y-site causing connection issues. There was no patient injury or medical intervention associated with this event. No additional information is available.